Manufacturer narrative:
It was reported about a male (B)(6) old (B)(6) study patient: "the controller would not recognize the battery was inserted, in either port of the controller, all other power sources function correctly in these ports. No lights were seen when we tried to manually check the charge on the battery itself. When I placed it on the charger, nothing happened. The patient checked the security of the power ports, they were found to be secure. The battery was removed from service and returned to the manufacturer for evaluation. There were no reported consequences or impact to the patient. There are no known clinical factors that could have contributed to this event. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a swollen cell pair and failed functional testing due to an enabled cuv flag and an enabled cov flag, which rendered the battery inoperable. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is a faulty cell pair, which likely contributed to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported about a male (B)(6) old study patient: "the controller would not recognize the battery was inserted, in either port of the controller, all other power sources function correctly in these ports. No lights were seen when we tried to manually check the charge on the battery itself. When I placed it on the charger, nothing happened. The patient checked the security of the power ports, they were found to be secure. The battery was removed from service and returned to the manufacturer for evaluation. There were no reported consequences or impact to the patient. There are no known clinical factors that could have contributed to this event.